Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing a premature battery depletion (pbd) issue. The device's battery life was at 38% six months prior to the report. However, on the date of the report, the battery life was at 2%. Boston scientific technical services (ts) performed a data analysis and found that the increase in power consumption was consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing a premature battery depletion (pbd) issue. The device's battery life was at 38% six months prior to the report. However, on the date of the report, the battery life was at 2%. Boston scientific technical services (ts) performed a data analysis and found that the power consumption was increasing. Ts recommended the device be replaced. The device was explanted. No additional adverse patient effects were reported. In addition, it was reported that the device was beeping. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to field b5: describe event or problem. Correction to field d2a: common device name.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing a premature battery depletion (pbd) issue. The device's battery life was at 38% six months prior to the report. However, on the date of the report, the battery life was at 2%. Boston scientific technical services (ts) performed a data analysis and found that the increase in power consumption was consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Ts recommended the device be replaced. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6: device codes; correction to h6: evaluation result codes. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to field b5: describe event or problem. Correction to field d2a: common device name.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing a premature battery depletion (pbd) issue. The device's battery life was at 38% six months prior to the report. However, on the date of the report, the battery life was at 2%. Boston scientific technical services (ts) performed a data analysis and found that the power consumption was increasing. Ts recommended the device be replaced. The device was explanted. No additional adverse patient effects were reported. In addition, it was reported that the device was beeping. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.